Event description:
Six coils were successfully deployed during the sylvian aneurysm. It was reported that the last spiral of the seventh coil remained outside of the aneurysm. The physician tried to reposition the coil, but the coil became stretched. The physician decided to release the coil without the repositioning. It was noted that there was an occlusion and thrombus, "reducing the flow of a very functional lateral branch." The pt was given heparin. The pt reportedly suffered a "strength deficit of the side" of the body, which was corrected after several hours. Currently, the pt is reported to be in a stable condition.

Manufacturer narrative:
Coil protrusion.